Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10. The event was confirmed with medical records received. Revision operative notes state that liner is clearly worn through top and the bone quality is poor. Additionally, the surgeon noted metallosis tissue and debrided tissue. X-rays provided were not sent for evaluation as they were not going to enhance the investigation in addition to what was provided in operative notes. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 1990. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 30 years post implantation due to polyethylene liner wear. Only liner exchange was performed. The patient has very poor bone quality. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.